Event description:
It was reported that during the implantation of this subcutaneous implantable cardioverter defibrillator (s-ICD) high defibrillation threshold (dft) were observed. It was reported that during the first induction test and 80j shock was unsuccessful restoring normal sinus rhythm and a 200j external shock was required. The device was repositioned but did not resolve the issue. The physician does not want to implant a transvenous system as the patient is young, has endocarditis and suspicion of dilated cardiomyopathy. The device remains implanted but currently off while waiting technical services (ts) guidance/direction. Ts noted that there are different root causes for potential conversion challenges such as air entrapment, anesthesia, and medications. Ts recommended further investigation regarding anesthesia and medications. New information received indicates that the patient was seen again three weeks post implant and shock lead impedance testing was performed. The device appropriately detected and delivered therapy. The device was turned back on and the patient will be monitored.